Event description:
It was reported that the right atrial (ra) lead has high impedance and intermittent capture thresholds. The physician elected not to perform any intervention and the lead remains in use. It was further reported that the right ventricular (rv) lead has a one second intermittent t-wave oversensing (twos) noted on a ventricular tachycardia non-sustained (vt-ns) episode. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.